Manufacturer narrative:
(B)(6). This was reported by the hospital that treated the patient's post-operative issue. The device was implanted at (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an obtryx system, halo device was implanted into the patient during a procedure performed on (B)(6) 2017 to treat stress urinary incontinence. According to the complainant, after the implantation, the sling eroded through the vagina and the patient experienced incontinence again. Subsequently, a follow-up surgery was performed on (B)(6) 2020 to perform mucosal resection and suturing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.